Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 89 mg/dl at the time of the call. The customer used food to treat. The customer is not sure if the lows are related to the recalled sets. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer thinks the pump may be over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.